Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was implanted deeper for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was implanted deeper for an unknown reason.